Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
Territory manager reported via phone call that the customer was admitted into the hospital due to hyperglycemia and diabetic ketoacidosis. Blood glucose value at the time of the emergency room visit was 1400 mg/dl. Customer was found unconscious by his roommate. It was stated that when the customer arrived to the hospital, he was wearing the insulin pump but there was no insulin in it. The customer had only been using this insulin pump for 2 weeks. The insulin pump data was downloaded and it showed that the customer changed the infusion set the day prior to the hospitalization and from that point on, blood glucose level steadily rose. The customer was currently in the intensive care unit. Territory manager stated that the customer is not expected to survive and he would follow up with any additional information if he receives further updates.